Event description:
Sales rep reported that patient experienced loosening of arc hip implant and pain. Initial surgery was on (B)(6) 2012. The surgeon removed the omni implants and replaced them with another MFR¿s implants on (B)(6) 2012.

Manufacturer narrative:
It was reported that during the original surgery ((B)(6) 2012) the femur was cleared with a #3 broach (it was assumed the surgeon meant rasp), but the hole could not be made deep enough to permit implant of a #3 implant so a #2 implant was used. The 11 month post-op x-ray shows the distal end of the implant very close to the outside surface of the bone and a gap at the top (proximal) end. It was concluded that the reason for the loosening was due to surgeon technique and not a failure of the device. The implant was not returned for examination; therefore, omni could not confirm the lot numbers of the product reported. Based on the info provided, a review of mfg and sterilization records was performed and there was no evidence in the files that showed a correlation that would likely result in the implant loosening. All batch records, sterilization and sterility results were reviewed. There were no deviations reported that would explain a loose implant. Review of the x-ray strongly suggests that the problem was related to surgeon technique.